Event description:
The common balloon would not deflate at the end of the procedure. The physician was able to safely remove balloon from the pt. No pt injury happened.

Manufacturer narrative:
We have received the device for the evaluation, but we were not able to confirm the failure mode. All balloons were functional and performed as expected. No problems found. Lot history records review did not reveal any discrepancies related to the complaint event either during the manufacturing or packaging processes. All manufacturing and qc steps were completed in accordance to manufacturing instructions. Therefore, the root cause(s) of the failure remains inconclusive. However, lemaitre vascular, inc. Has initiated corrective and preventive action (please reference lemaitre CAPA (B)(4)) to improve balloon concentricity and deflation time. Please note that no pt injury happened during this incident.